Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no part was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item.

Event description:
It was reported that, on an unknown date, the prong broke off of a self-retaining screwdriver for cslp quick lock screws. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. This is report 1 of 2 for (B)(4).